Manufacturer narrative:
Additional method this pt continued to use his cochlear implant for a period of time. In 1/1998 the pt was explanted and reimplanted. Pt is using this reimplanted device. Clinical summary: pt, who has congenital malformation of the cochlea, made acceptable progress with his cochlear implant. Four channels, all using electrode one as indifferent electrode, were used in the pt's map. In 11/1996 pt's parents reported that child had received blow to head on implant side. After that event, pt stopped responding consistently to sound. Integrity test showed open cirucit electrodes. Visual inspection: dent, 0.6mm deep, was observed in titanium shell of unit. Bump, 0.3mm high was observed in titanium shell, on opposite side of dent. Electrode array was observe to be severed between helix and stiffening rings. Severed part was returned to cochlear ltd. X-rays were taken of unit; no defects were observed, other than those noted above. Electrical tests: unit passed remote test. Unit passed reflected receiver coil impedance test. Unit passed implant load test. Two point probe test, at electrode rings, could not be performed, since electrode array had been severed. After exposing eletrode feedthroughs, two point probe test was performed there. Full output was detected for all electrodes. Unit passed amplitude growth test at electrode feedthroughs. Continuity chect was performed on electrode array, from where electrode array was severed to electrode feedthroughs. Electrode e10, e16 and e22 were found to be open circuit. A continuity check on the severed part of the electrode array showed no open circuits in that part of the array. Conclusion: implant failed due to damage to electrode array likely to have been caused by an external impact. The electrode array was also observed to be severed. It cannot be ruled out that the electrode array was severed during explantation, as the investigation including clinical evidence, did not yield any other probable cause.

Event description:
Na